Manufacturer narrative:
Investigation conclusion: although the customer¿s complaint of over infusion was not reproduced during testing, the cracked bezel frame is believed to have contributed to the device¿s accuracy issues. Review of the pcu error log showed no errors were recorded on the reported event date. Over infusion testing was performed per test method over infusion test method using the customer¿s returned pcu sn (B)(6), source pump module sn (B)(6), and the customer¿s returned administration set. Results indicate that the system was not operating within specification. Device inspection: the suspect device was received with instrument seal missing. Dried fluid was observed on the female iui, sear, bezel, on the rear case under the female iui and male iui, on the iui contact points of the motor control board, under the membrane frame, and on the face of the lower pressure sensor. Corrosion observed inside the rear case. The left (female) iui was observed with uneven pins. The membrane was observed with discoloration. The top retainer pin of the membrane frame was observed not fully seated. The membrane frame was not fully seated. The module latch was observed sticking. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch and sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The upper pressure sensor retainer tab was observed missing; the broken tab was not located during disassembly. Bezel frame observed cracked under the membrane frame. Bezel was disassembled. Root cause analysis: the proximate cause of the customer complaint of over infusion was believed to be the result of a cracked bezel frame. Previous investigations have shown damage to the bezel can contribute to rate accuracy issues by preventing the occluder fingers from properly pinching off the tubing. Device history review: review of the source device sn (B)(6) service history record showed the device had a manufacture date of (23apr2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (07oct2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the infusion was running too fast. Although requested, additional information was not provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the infusion was running too fast. Although requested, additional information was not provided.